Event description:
The rotator broke during left ventriculogram procedure. No report of harm or injury. The customer reported four defective devices but did not provide information stating the event took place four times. The customer did not provide any additional information or specific clinical information for the additional defective devices. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the device evaluation is completed.